Event description:
It was reported that stent dislodgement and embolization occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right external iliac artery (eia). A 7.0x40x75cm express¿ ld vascular stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The physician then attempted to remove the device, subsequently, the stent was stuck with the distal end of a non-bsc sheath and was dislodged proximal to the lesion. The physician decided to implant the dislodged stent where the dislodgement occurred and as for the treatment of the target lesion, the physician implanted another 8.0x40x94cm express¿ ld vascular stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).